Manufacturer narrative:
Manufacturer¿s investigation conclusion the relevant sections of the device history records, including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped on 27jan2020. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted following appointment to remove sternal staples. A scant amount of drainage was noted with blisters around the edge. The patient was taken to the operating room for debridement of wound with washout and wound vac placement. A peripherally inserted central catheter (PICC) line was placed for discharge home with home health and IV antibiotics.